Manufacturer narrative:
Journal name: journal of cardiovascular medicine authors: milosz jaguszewskia,_, jelena-rima ghadria,_, burkhardt seifertb, thierry hiestanda, paola herreraa, oliver gaemperlia, ulf landmessera, willibald maiera, brahmajee k. Nallamothuc, stephan windeckerd, thomas f. Lu¨ schera and christian templina. Title of article: drug-eluting stents vs. Bare metal stents in patients with cardiogenic shock: a comparison by propensity score analysis. Literature reference: doi:10.2459/jcm.0000000000000106 year: 2015 issue #:16. If information is provided in the future, a supplemental report will be issued.

Event description:
Reported form journal article. The authors sought to assess the performance of drug-eluting stents (des) compared with bare metal stents (bms) among patients with cardiogenic shock undergoing percutaneous coronary intervention (pci). Two hundred and three patients were included in the final analysis. Des included zotarolimus-eluting stents. Bms included skylor and driver stents. Culprit lesions were located in the left main, lad, lcx, rca and bypass vessels. Patient outcomes included death, myocardial infarction, any repeat revascularization and stroke.